Manufacturer narrative:
The hill-rom technician investigated the alleged incident and inspected the bed and found the bed to be functioning as designed and the bed exit alarmed. The hill-rom technician found the bed was not connected to the nurse call system and the account was only using the local alarm on the bed. The nurse alleged that the patient got out of the bed and walked ten feet away from the bed and fell on the floor. The staff heard the bed exit alarm but did not know what it was. Staff would not release any details regarding the patient except the patient identifier (B)(6). Staff stated that the local alarm is not as loud as the nurse call system. Per the hill-rom user manual, warning: the bed exit system is not intended as a substitute for good nursing practices. The bed exit system must be used in conjunction with a sound risk assessment and protocol. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The hill-rom technician told the account that the beds could be connected to nurse call system with a communication cable. No repair was needed due to user error, the bed was functioning as designed. Based on this information, no further action is required.

Event description:
The nurse called hill-rom technical support and wanted to know if the bed exit alarm volume could be raised. The nurse stated a patient had fallen from the bed and the bed exit alarm was active and audible but not loud enough to be heard from outside of the patient room. The nurse stated the patient did not need medical attention. This report was filed in our complaint handling system as complaint #(B)(4).